Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field d4: unique identifier (UDI)#: we are unable to provide the unique identifier (UDI) # for this product. All available product data has been included in this report.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, the guidewire got stuck in the catheter (in a vein), no tissue was found so the catheter and wire were removed together from the patient. But the physician forced and the catheter ended up broken. No tissue was observed at the tip of the catheter or guidewire, the guidewire could not be removed as normal, the guidewire it was forcefully removed from the catheter outside the patient and no other catheter malfunctions were identified which resulted in the catheter handle breaking. The part of the catheter that broke was outside of the patient, additionally it was confirmed by the echocardiogram that there were no wire or device fragments in the patient. The device was replaced, and the procedure was completed without patient complications. The device is not expected to return for laboratory analysis since it was disposed.